Manufacturer narrative:
Follow-up # 1 date of submission 4/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/11/2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that there was corrosion in the battery compartment. The returned battery cap¿s height and width were within specification. The pump was opened and there was no further evidence of moisture found and there was no damage found to the power circuit. The pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. There no power in the pump due to moisture damage. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.